Event description:
Rn noticed water in the oxygen blender attached to the ventilator in the nicu. The ventilator was not connected to a patient at the time. No patient harm occurred. The water was noticed when the ventilator was being checked as part of routine daily inspection- it was not on a patient. The cause of this event was water leaking into the medical air line.what was the original intended procedure?regulate the amount of oxygen and air going into the ventilator.device #1is this a laboratory device or laboratory test?no.